Manufacturer narrative:
On 9/5/2019, the biosense webster inc. Product analysis lab received the device for evaluation. Upon receipt, no damage or anomalies were observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. At the beginning of the procedure, a small pericardial effusion was observed by intracardiac ultrasound. The procedure continued, and at the end of the procedure, the effusion was noted to have gotten larger. Cardiac tamponade was confirmed, and pericardiocentesis was performed to remove 250 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage and was transferred to the coronary care unit (ccu) for observation. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome was fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. Transseptal puncture was performed with a cook transseptal needle 71 cm. There was no evidence of steam pop during the ablation. The flow was set at 15cc/min. No error messages were observed on any biosense webster inc. Equipment. The stsf catheter was in close proximity to the lasso catheter and was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a 45-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis completed 9/26/2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized, with no errors were observed. The force sensor was tested and it was found working properly. Force values were observed within specifications. Electrical testing was performed on the catheter and were found within specifications. No electrical malfunction was observed. The catheter was tested on the generator. Both the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and were found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Manufacture reference no: (B)(4).